Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic when performing back to back blood glucose tests. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that she manages her diabetes with humalog insulin pump therapy. The patient reported testing her blood glucose every two hours and said that her normal blood glucose readings are between 120-180mg/dl. The patient claimed that as of the beginning of (B)(6), (exact date unknown) her readings have been >200 mg/dl. The patient mentioned that she got her hemoglobin (B)(6) tested along with other lab work the day prior to calling lfs but has not yet received those results. The patient stated that she noticed the alleged issue at an unknown time in the beginning of (B)(6) when her blood glucose readings were allegedly higher than normal. The patient stated that on (B)(6) 2012, she began experiencing symptoms of blurred vision, headache, irritability and thirst. The patient stated that she tested her blood glucose at the onset of symptoms, between 2 - 2:30 p.m. (Prior to consuming lunch) and obtained a blood glucose reading of "204 mg/dl" with the subject meter. The patient mentioned she administered herself with 2.3 units of insulin (unknown type) based on the "204 mg/dl" reading and estimated carbohydrate consumption during her planned lunch. The patient informed the cca, that, three minutes after administering herself the insulin dose, she tested her blood glucose with the subject meter and obtained a reading of "260 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient denied administering herself anymore insulin after obtaining the "260 mg/dl" reading and stated that she was concerned the two results "were so far apart." The patient claimed that her symptoms abated 2.5 hours after the onset. The patient mentioned to the cca that her last blood glucose reading, prior to testing at 2 - 2:30 pm was done at approx 11:45 - 12 p.m., and it was "84 mg/dl." The patient stated that she felt this reading was ok and took no action regarding diabetes management routine at this time. During troubleshooting the patient did not have control solution to walk through a control test with the cca. The cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was using an approved sample site. Replacement product was sent to the patient. This complaint is being ruled out as an adverse event because patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated as a result of the reported self treatment. However, this complaint is being reported as a malfunction because the two results being compared fall outside of lfs' specifications for precision testing.

Manufacturer narrative:
(B)(4) 2012. Device evaluation: the meter involved with this complaint has been returned and evaluated (B)(4) 2012, by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.